Event description:
The customer reported that the device would cut but would not seal. There was no injury to the patient. Multiple attempts were made to gather more details on this incident but nothing further was provided by the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.